Event description:
It was reported that the right atrial lead exhibited impedance less than 200 ohms due to an insulation break. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.